Event description:
On (B)(4) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch verio iq meter displayed a ¿problem with machine or ts¿ error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter issue occurred ¿two to three weeks¿ prior to contacting lifescan. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and it is unknown what action, if any, she took in response to the alleged inaccuracy. The patient claimed that ¿right away¿ after the meter issue she developed a symptom of feeling ¿shaky¿. The patient detailed that on (B)(4) 2014 at 08:30 am, she received advice from a healthcare professional (hcp) to ¿cut back her insulin dosage¿ and that from (B)(4) 2014, the patient decreased the dose of her humalog insulin during the day and her lantus insulin at night. During troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.